Event description:
The following was reported to davol: contact reported to davol that approximately two and a half months post implant of a xenmatrix graft for trans flap abdominal support, the pt presented with post operative seroma and drains were place on (B)(6) 2014. It was alleged that the problem did not resolve, the pt had a post operative infection, and removal of the graft was planned. It was also alleged that the pt had no known pre-existing infection at the time of implant and the wound had closed.

Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events alleged. Multiple attempts have been made to follow up with the contact and obtain add'l info regarding the patient's clinical course. No medical documentation has been provided to support the allegation of the seroma and infection, however, seroma and infection are both known possible adverse reactions listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a follow up MDR will be submitted.